Event description:
Patient was taken to MRI, and the rn set up a new 60units/100ml vasopressin IV bag to the mridium pump with new primed tubing. The rn put in the setting of 4ml/hr and total volume 6ml and started the pump. After the MRI was completed, the rn clamped the vasopressin tubing with an IV clamp and disconnected it from patient. The rn then opened up IV cassette and went to switch a new IV bag over to a unit pump and realized the vasopressin IV bag was empty. The rn did not notice any wet areas around the area. The rn then checked patient's blood pressure and it was approximately 158/93. The rn waited a few minutes and rechecked and it was approximately 153/90. The rn informed the physician and monitored the patient's blood pressure every 5 minutes.